Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear 300 dialyzer. There was an external blood loss (amount unknown) during therapy due to an external leak from the dialyzer. It was reported that the patient became slightly hypertensive following the event.